Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was scheduled for the lead.

Manufacturer narrative:
Concomitant medical products: 5086mri52 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent r-wave undersensing that resulted in ventricular pacing, potentially on the t-wave. It was noted that the patient experienced shortness of breath and intermittent runs of slow rates. The rv lead remains in use. No further patient complications have been reported as a result of this event.